Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and troubleshooting/resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this pacemaker system was scheduled for a magnetic resonance imaging (MRI) scan due to three syncopal episodes that the physician deemed unrelated to the device and likely due to a neurological patient condition. It was determined that the MRI scan was not possible at this time as a device check revealed that the atrial impedance had decreased. Review of impedance data revealed a single high out-of-range pace impedance daily measurement greater than 3,000 ohms, and a switch from bipolar to unipolar configuration. Ra pace impedance measurements were previously stable in the 600 ohms range in bipolar, and were now in the 300 ohms range in unipolar. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and troubleshooting/resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this pacemaker system was scheduled for a magnetic resonance imaging (MRI) scan due to three syncopal episodes that the physician deemed unrelated to the device and likely due to a neurological patient condition. It was determined that the MRI scan was not possible at this time as a device check revealed that the atrial impedance had decreased. Review of impedance data revealed a single high out-of-range pace impedance daily measurement greater than 3,000 ohms, and a switch from bipolar to unipolar configuration. Ra pace impedance measurements were previously stable in the 600 ohms range in bipolar, and were now in the 300 ohms range in unipolar. This ra lead remains in service. No adverse patient effects were reported. Additional information received reported that the patient implanted with this pacemaker system has been seen in-clinic multiple times since the high out-of-range pace impedance measurements were noted. It was noted that both the right atrial (ra) and right ventricular (rv) leads exhibited noise in bipolar configuration, and were reprogrammed to unipolar. No imaging or testing was performed to discern the cause of the noise. Lead data was consistent and within normal limits at appointments in march and july, and the clinic was not concerned about keeping the leads in unipolar. This ra lead remains in service. No adverse patient effects were reported.